Manufacturer narrative:
The results of investigation indicate that the exact root cause of the event could not be determined because, no device was returned. It is likely that the device was exposed to bending overloads and torsional shear forces. The cause of this event is more likely user technique related rather than device related. The device history review for the reported device could not be performed because, its lot code was not provided. Complaint history review shows that there have been only two other similar reported events for the wire depth gauge, catalog # 2107-0014, for all lots. No trends are noted. The results of previous investigations concluded that the wire depth gauge fractured due to overload during the wash process.

Event description:
It was reported that "gauge is shaped like a long oval, and connected to the straight piece of the depth gauge. This broke at the junction of the oval and the straight tonge".